Manufacturer narrative:
Intuitive surgical, inc (isi) received the device associated with this event for evaluation. Failure analysis found the primary failure to be related to the customer reported complaint. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately 0.184"x 0.395" was found to be broken off. The broken piece was not returned. Common causes of the failure mode are typically attributed to the user, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. Although the initial investigation determined most probable common caused to be the user, after additional investigation/testing the most probable common cause is determined to be manufacturing. A review of the site's system logs for the reported procedure date revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. A review of the device logs for the tip-up fenestrated grasper instrument that was used in the procedure was reviewed and the instrument was not used in subsequent procedures after the alleged event reported in this record. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted ileostomy takedown, the jaw of the tip-up fenestrated grasper instrument broke and possibly fell into the patient. Fluoroscopy and portable x-ray was done to locate the fragments, but no fragments were found or retrieved. The procedure was completed robotically with no delays reported. The patient has been recovering well with no other intra-operative or post-operative complications.

Event description:
It was reported that during a da vinci-assisted ileostomy takedown, the jaw of the tip-up fenestrated grasper instrument fell into the patient. Intuitive surgical, inc (isi) followed up with the director of quality and patient safety, and additional information was provided: it has been confirmed that roughly 30 min into the surgery, the tip up fenestrated grasper instrument¿s jaw broke without any collision between instruments or hard material. The instrument was confirmed inspected prior to use without anything out of ordinary noted. The surgeon and the staff suspected there might be fragments falling into the patient but did not physically see fragments falling in. The instrument was removed from the universal surgical manipulator (usm) by the surgeon after straightening the wrist of the instrument, with no resistance upon removal reported. Fluoroscopy and portable x-ray was done to locate the fragments, but no fragments were found or retrieved. The procedure was completed robotically with no delays reported. The patient has been recovering well with no other intra-operative or post-operative complications.